Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly the patient¿s the patient¿s heart rate unexpectedly decreased during a percutaneous coronary intervention (pci) procedure. On (B)(6) 2017 the patient underwent to a pci procedure ; reportedly the left anterior descending artery was treated with a stent using intravascular ultrasound (ivus). Although the pacemaker was programmed to operate in ddd mode at 60 min-1, there were occasions where the patient¿s heart rate became less than 40 bpm during the procedure. During the procedure decrease in the heart rate was shown regardless the use of ivus. As of (B)(6) 2017, the patient was expected to be discharged from the hospital in a near future.